Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing and headaches for 2-3 days. The patient alleges that the therapy pressure drops without an visual/audible alarm. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has previously alleged to experiencing difficulty breathing and headaches for 2-3 days. The patient previously alleges that the therapy pressure drops without a visual/audible alarm. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The dreamstation auto CPAP was returned to the manufacturer for evaluation. No error had occurred in the event log. A life-related smell was observed. Therefore, the rp kit was replaced. Evaluation method code grid, evaluation results code grid, conclusion code grid are updated in this report.